Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Short apex pin adaptor snapped. Patient had frame on 3 months before it snapped.

Manufacturer narrative:
Evaluation summary: the reported event that hoffmann lrf apex pin adaptor had a stress crack corrosion issue after surgery can be confirmed. The root cause of this breakage has been identified as a design issue (material not resistant enough to corrosion). This problem has been identified and is addressed. A new material will be implemented as this breakage is due to a design issue, a credit note will be done. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. Indications for any material, manufacturing or design related problems were not determined in the investigation. If any further information is provided, the investigation report will be updated.

Event description:
Short apex pin adaptor snapped. Patient had frame on 3 months before it snapped.